Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025 a patient was presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2025, 2 mitraclips had single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of severe grade was reported along with leaflet tear. Per the physician, slda was due to pre-existing anatomy. There was no clinically significant delay. No additional information was provided.

Event description:
On (B)(6) 2025 a patient was presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2025, 2 mitraclips had single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of severe grade was reported along with leaflet tear. Per the physician, slda was due to pre-existing anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.